Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. Possible root causes for this event may be sample quality and/or insufficient maintenance. It was noted that there were several liquid level detection alarms occurring on the analyzer during the day of the event.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys troponin I stat immunoassay (tni stat) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 0.125 ug/l and this value was reported outside of the laboratory. The treating physician complained about the result, so the sample was repeated, resulting as 0.100 ug/l accompanied by a data flag. The patient was not adversely affected. The tni stat reagent lot number was 15977601. The reagent expiration date was asked for, but not provided. The field service representative checked the instrument and it was found to be in good condition. It was determined that controls were not run on the day of the event. Centrifugation speed was also found to be too high and could be a potential cause for the issue.